Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, and the right ventricular lead integrity alert was triggered. Concomitant product. Model: 694758, lead; implanted: (B)(6) 2004.

Event description:
It was reported that the patient presented due to an audible alert from their implantable cardioverter defibrillator (ICD). Upon interrogation it was discovered the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic) and non-sustained vt episodes. Noise and electromagnetic interference (emi) were evident on both the high-power and low power rv leads. The low-power pace/sense lead had also triggered an alert for low impedance. It was noted the patient had been using a using a drill press and a band saw in his workshop. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.